Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No devices or photos were received; therefore visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. From provided information the root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial impactor broke upon impaction during knee arthroplasty and no pieces were retained in the wound.